Event description:
The manufacturer received information alleging a ventilator's screen doesn't lit up. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd screen needs to be replaced to address the issue. No repairs performed. The device will be scrapped.